Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 526 mg/dl. Customer was feeling sick. The customer's current blood glucose is 132 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was performed. Customer was using the device within 48 hours of reported high bg event. Customer stated that auto mode feature was not active at the time of event. The customer was treated by insulin pump. No further complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned insulin pump for an alleged unexpected rewind, motor anomaly, no delivery alarm/insulin flow blocked alarm, visit to emergency room, ems dispatched and was hospitalized for high bgs and dka found on (B)(6) 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery acuuary test at 0.08715 inches. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The insulin pump rewind, load reservoir and no reservoir detected alarms properly. The insulin pump rewinds successfully. The insulin pump was monitored and no unexpected insulin pump rewind and motor anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date: (B)(6) 2022 12:32:38.000 and (B)(6) 2022 12:33:12.000 during bolus delivery. There was no unexpected insulin pump rewind recorded and found in the formatted history file for the event date. However, reservoir estimate 0 alert was recorded on: (B)(6) 2022 00:48:00.000 insulindeliverystopped and insulin pump was not seated on: (B)(6) 2022 01:10:54.000 the user performed rewind on: (B)(6) 2022 01:11:33.000 reservoir estimate 0 alert was recorded on: (B)(6) 2022 21:54:00.000 insulindeliverystopped and insulin pump was not seated on: (B)(6) 2022 23:35:49.000 the user performed rewind on: (B)(6) 2022 23:36:28.000 battery was removed on: (B)(6) 2022 11:17:01.000 battery was inserted on: (B)(6) 2022 11:17:17.000 insulindeliveryrestarted and the user selects resume on: (B)(6) 2022 11:21:11.000 insulindeliverystopped and insulin pump was not seated on (B)(6) 2022 11:33:53.000 the user performed rewind on: (B)(6) 2022 11:34:16.000 no reservoir alarm was recorded on: (B)(6) 2022 11:35:19.000 the user performed rewind on: (B)(6) 2022 11:36:18.000 cannula tubing fill delivered (tubing fill) on: (B)(6) 2022 11:38:23.000 cannulatubingfilldelivered (cannula fill) on: (B)(6) 2022 11:39:00.000 insulin delivery restarted and the user selects resume on: (B)(6) 2022 11:39:00.000 insulin delivery stopped and insulin pump was not seated on: (B)(6) 2022 11:39:11.000 the user performed rewind on: (B)(6) 2022 11:39:33.000 insulin deliveryrestarted and the user selects resume on: (B)(6) 2022 13:16:52.000 insulindeliverystopped and insulin pump was not seated on: (B)(6) 2022 13:17:09.000 the user performed rewind on: (B)(6) 2022 13:17:33.000 insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 millivolt). The motor was tested outside of the device on the ngp stb3 and passed . Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The insulin pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Unexpected rewind, motor anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump was monitored and no unexpected pump rewind and motor anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date: 07/12/2022 12:32:38.000 and 07/12/2022 12:33:12.000 during bolus delivery. There was no unexpected pump rewind recorded and found in the formatted history file for the event date. However, reservoir estimate 0 alert was recorded on: (B)(6) 2022 00:48:00.000. Insulin delivery stopped and pump was not seated on: (B)(6) 2022 01:10:54.000. The user performed rewind on: (B)(6) 2022 01:11:33.000. Reservoir estimate 0 alert was recorded on: (B)(6) 2022 21:54:00.000. Insulin delivery stopped and pump was not seated on: (B)(6) 2022 23:35:49.000. The user performed rewind on: (B)(6) 2022 23:36:28.000. Battery was removed on: (B)(6) 2022 11:17:01.000. Battery was inserted on: (B)(6) 2022 11:17:17.000. Insulin delivery restarted and the user selects resume on: (B)(6) 2022 11:21:11.000. Insulin delivery stopped and pump was not seated on: (B)(6) 2022 11:33:53.000. The user performed rewind on: (B)(6) 2022 11:34:16.000. No reservoir alarm was recorded on: (B)(6) 2022 11:35:19.000. The user performed rewind on: (B)(6) 2022 11:36:18.000 . Cannula tubing fill delivered (tubing fill) on: (B)(6) 2022 11:38:23.000. Cannula tubing fill delivered (cannula fill) on:(B)(6) 2022 11:39:00.000. Insulin delivery restarted and the user selects resume on: (B)(6) 2022 11:39:00.000. Insulin delivery stopped and pump was not seated on: (B)(6) 2022 11:39:11.000. The user performed rewind on: (B)(6) 2022 11:39:33.000. Insulin delivery restarted and the user selects resume on: (B)(6) 2022 13:16:52.000. Insulin delivery stopped and pump was not seated on: (B)(6) 2022 13:17:09.000. The user performed rewind on: (B)(6) 2022 13:17:33.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Unexpected rewind, motor anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.